Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that the pressure monitoring tubing is allowing all of the fluid in the pressure pack (0.9ns, 500ml) to run into the pt. No pt complications were reported.